Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had evidence of inflow cannula obstruction on echo, which were exacerbating his chf symptoms. He also had some elevated ldh levels, which brought up concerns for thrombus. The pt went back to the operating room and the surgeon repositioned the already existing inflow cannula, sutured it in place, and exchanged the pump. The original outflow graft was not replaced.